Event description:
The following was reported to hamilton medical ag: message " technical event 231022" (pexpvalve sensor defect) displayed on screen and self test failed. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: message " technical event 231022" (pexpvalve sensor defect) displayed on screen and self test failed. No patient harm or consequences.

Manufacturer narrative:
Investigation ongoing hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. No UDI required; device was manufactured before 2015.